Event description:
Caller alleged discrepant inratio results. Results as follows: date: 10/3/14; inratio: 3.0 lab: 2.6. Time between tests: < 1 hour. Therapeutic range: 3.0-4.0.

Manufacturer narrative:
It was determined that the data provided had a calculated bias of 15%. This is within the allowable bias of 25% and meets release criteria. No further investigation is required. Corrective action is not required at this time.